Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in for an implant procedure. During procedure, the physician attempted to implant a right ventricular lead, but the helix screw would inappropriately deploy during placement. Several failed attempts were made. The lead was not used and another lead was used. Patient was stable post procedure.